Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with bilateral striae from patient rubbing both (ou) eyes. Patient's chief complaint was of blurry vision. It was stated that the patient had a loss of best corrected visual acuity (bcva). Patient reported symptoms are interfering with daily activities. On (B)(6) 2020 a flap lift and stretch was performed due to patient being poorly compliant with post op instructions. Bcva from (B)(6) 2020: right eye pre-op 20/20 -4.50 x .00 x 90, left eye pre-op 20/20 -2.25 x -.75 x 97. Bcva from (B)(6) 2020: right eye post-op 20/50, left eye post-op 20/40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Correction: in the initial report, the date of event was reported as (B)(6) 2020. The correct date of event is (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.